Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles in the shell, a crease fold, and wear abrasion. A leak test and microscopic analysis was performed which identified one sharp crease opening on the anterior. The fill test inspection was performed, the result was determined to be that no blockage was discovered. Based on the device analysis the final assessment is: one crease sharp opening on the anterior due to fold flaw opening.

Event description:
Device was explanted.